Event description:
It was reported that during a procedure, the head of the bone pin snapped off into the pin driver while trying to remove the pin. The pin was removed using a wire driver. No surgical delay or patient impact reported.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. Visual inspection of the returned material revealed that the head of the screw (the connection end) had been bent prior to breaking. When the head bends, the material reaches is yield point and then is significantly weakened, allowing it to be broken off by the torque of the drill and the resistance of the bone. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". We were able to confirm there was a relationship established between the reported event and the device. The malfunction was due to user error of allowing the weight of the drill to fall while attached to the screw resulting in the bone pin bending. This resulted in the head of the most distal pin snapping off in the pin driver while removing the tibia bone pins.